Event description:
Practitioner entered pt height into powerchart system in both metric and english measure. These values then posted in pharmacy system as the sum of the number in metric. This system error then creates other voilation errors by the system, which yields false bsa, ibw, and crcl - all these values are used by pharmaricist to verify or calculate medication doses. The false info has potential for serious medication errors.